Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display was not readable. Segments were missing. Customer's blood glucose level was 8.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.